Event description:
The MFR received info alleging the ac connector was broken. The device was not in pt use.

Manufacturer narrative:
The ventilator was returned to the MFR for eval and the customer's complaint was confirmed. The ventilator's ac connector was replaced to correct the problem. No pt harm or injury was reported. The ventilator was found to audibly and visually alarm as designed.